Event description:
It was reported that a patient experienced a pericardial effusion. Following a pulsed field ablation (pfa) procedure where a farawave 31 mm us catheter was selected for use. After the farawave system was pulled back to the right side of the heart for removal and after a non-boston scientific diagnostic catheter was removed, imaging was performed and a large circumferential pericardial effusion was identified surrounding the left and right ventricles. Pericardiocentesis was performed and 500cc of blood was tapped. Drain was left in and an additional 500cc was removed. Patient was administered blood and was sent to ccu for observation. No device issues were. No more information was provided. The device is not expected to be returned, it was disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.